Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.

Event description:
It was reported that the reverse trigger on the compact air drive ii is not functioning. No further information was provided. Per the sales consultant-when the reverse button was pressed the drill would not engage into reverse. The event occured during an orthopedic trauma surgery. The procedure was completed with no delay-using the same drill without using the reverse function. There was no medical intervention required and the patient was in stable condition following the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates that the reporters complaint of bad trigger could not be confirmed. The device was tested and the complaint wasn ot duplicated. Device is an instrument and is not implanted/explanted. Email received from consultant on (B)(4) 2014 which changed the non-reportable complaint to reportable status. Placeholder.